Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a mynx control venous vascular closure device (vcd, the sealant was still attached to the shaft and did not look hydrated. The entire sealant was removed from patients body. Manual compression was held to obtain hemostasis. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). The device was used in a pulsed field ablation (pfa) procedure. An 11f non-cordis sheath was used. The device was used to close a downsized non-cordis 11f sheath. There was no prior pta, stent, or vascular graft in the common femoral vein. There was no visible damage to the sheath or the distal end after removal. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no shallow vessel depth. The stick location was the right femoral vein. Heparin was used in the procedure. The user followed the correct deployment steps. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. There was no resistance noted during use of the device. Other procedural details were requested but were not provided. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, when removing a mynx control venous vascular closure device (vcd), the sealant was still attached to the shaft and did not look hydrated. The entire sealant was removed from patient¿s body. Manual compression was held to obtain hemostasis. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). The device was used in a pulsed field ablation (pfa) procedure. An 11f non-cordis sheath was used. The device was used to close a downsized non-cordis 11f sheath. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vein. There was no visible damage to the sheath or the distal end after removal. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no shallow vessel depth. The stick location was the right femoral vein. Heparin was used in the procedure. The user followed the correct deployment steps. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. There was no resistance noted during use of the device. Other procedural details were requested but were not provided. The device was not returned for evaluation as it was discarded. However, one picture related to the reported malfunction of the product ¿mynx control venous vcd¿ was provided for review. In the picture, a ¿mynx control venous vcd¿ device is observed inserted inside an unknown non-cordis sheath. The device is fully deployed with the balloon retracted. The sealant is inaccurately placed on a cloth. No other outstanding details were observed in the picture provided. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the picture received since it was noted that the sealant was not placed inside of the patient. However, the exact cause of the issue could not be conclusively determined during picture analysis. Based on the information available for review and picture analysis, it is not possible to determine what factors may have contributed to the reported issue with the device since it appears that the device was fully deployed and the balloon was fully retracted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.